Manufacturer narrative:
(B)(6). Device evaluation the device was returned to the manufacturer. Device inspection was performed and the plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. The lens was received torn, most of the lens was received out of the insertion device and there is a portion of the lens stuck at the cartridge tip. Visual inspection at 10x microscope magnification was performed and there was no viscoelastic residue observed in the pcb00 unit. The cartridge was observed cracked at the tip. The customer's reported complaint issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just before the implantation of an intraocular lens (iol), model pcb00, the surgeon observed that the cartridge had split. Reportedly, there was not a different sound when pushing the lens. The whole preparation was conducted as per direction for use (dfu) and felt the same way as always. The surgeon decided not to go ahead with the implantation of this lens and prepared a new pcb00. No patient injury or involvement was reported. No further information was provided.